Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to shock with the internal paddles. There was no patient involvement.

Manufacturer narrative:
Report has been updated from non adverse event to serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was unable to shock with the internal paddles. This report has been updated from no patient involvement to patient involvement as additional information received indicated the issue occurred during a heart surgical operation when the physician was using a switched internal paddle. Another defibrillator was used to complete treatment. This report has been updated from a non adverse event to a serious injury. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. (Updated)

Event description:
It was reported to philips that the device was unable to shock with the internal paddles. This report has been updated from no patient involvement to patient involvement as additional information received indicated the issue occurred during a heart surgical operation when the physician was using a switched internal paddle. Another defibrillator was used to complete treatment. This report has been updated from a non adverse event to a serious injury. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to faulty internal paddles. There were no ECG strips or patient event files available for review. This event occurred before the customer received notification of fco86100222a outlining check of internal paddles. The customer was given part information for a replacement internal paddle. The heartstart xl+ defibrillator passed all performance testing and remains in use at the customer site.